Event description:
It was reported that during use with bd safetyglide¿ injection needle the needle and syringe separated, resulting in leakage. The needle remained in patients arm and was able to be removed. Second dose was completed in different arm. No other patient impact reported. The following information was provided by the initial reporter: during administration of dtap vaccine the needle dislodged from syringe causing vaccine contents to spray resulting in needle being left in arm. Needle removed quickly. Second dose administered in alternative arm as first dose consider not effective.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.